Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the vein side. The 90% stenosed target lesion was located in a shunt of a moderately tortuous and moderately calcified left antebrachial vein. After a 3cm 4fr non-bsc introducer sheath was placed, a non-bsc guide catheter was advanced. Subsequently, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. During the procedure, no kink nor resistance was encountered with the use of the device. Initially, the balloon was inflated at 10 atmospheres. However, upon the second inflation, the balloon ruptured at 14 atmospheres after a duration of 30 seconds. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.